Event description:
It was reported that this pacemaker was found to be in safety mode. The health care professional (hcp) confirmed the patient lost to follow up and that when device replacement was discussed and recommended the patient declined. This pacemaker remains in service. No adverse patient effects were reported.